Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 439 mg/dl. The customer has not treated and declined to so, he feels fine to troubleshoot. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 439. The customer assisted in performing a 5.0 unit fixed prime. Customer stated the insulin did not exit and pump alarm no delivery alarm no delivery. The customer was advised to run manual prime to at least 5 units. Customer reported that insulin exits with manual prime. The customer was explained the pump is working as designed and advised the alarm was caused by a connection issue.